Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it to monitor a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to worn battery pins.

Manufacturer narrative:
The customer provided physio-control with some of the patient information. It was reported that the patient survived the event.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it to monitor a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio replaced the device's battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it to monitor a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.